Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to perforation. The patient's condition during and post procedure was stable.